Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl and low blood glucose level of 41 mg/dl. The customer was treated with insulin pen. Customer's other blood glucose value was 600 to 250 mg/dl and 400 mg/dl. Customer declined to troubleshoot for high readings. Customer was using auto mode at time of high blood glucose event. Customer also stated that insulin pump was stopped after four seconds while fill tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.